Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-january-2017, a technical support found that the customer established her own br control ranges. No further actions were required by technical support. The most probable cause for pth control was out high over several of pth tc lots w/several lots of calibrator was the customer established inappropriate ranges.

Event description:
On (B)(6) 2017, a customer reported the pth control was out high over several of pth tc lots with several lots of calibrator on the aia-900 instrument. The customer noted that an api one the pth was out low and high over many lots of pth. Mac was run within the range when tested within 1-4 hours of reconstitution.